Event description:
The complainant alleged that during routine shift check by a clinician, device would not sense ECG or defibrillate. The complaint indicated that there was no pt involvement in the reported malfunction.